Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on level t6. A cement extravasation in the upper disc to level t6 was noted. There were no patient complications.

Manufacturer narrative:
Method - device not returned, follow-up with representative.